Manufacturer narrative:
A medfusion pump was received for evaluation. Visual inspection of the pump found cracking and chipped right and left bottom corners. Additionally, a cracked right and left plunger case, cracked ear clip and battery door. There was no visible contamination. An occlusion test was performed, and the motor rate error was duplicated using the same infusion rate as the customer (944 ml/ hr). The complaint was confirmed, and the root cause was determined to be normal wear of the pump. Multiple parts on the motor assembly were replaced.

Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. No adverse effects were reported.